Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the patient was in ICU due to diabetic ketoacidosis and a heart attack. The patient was stumbling, sweaty, confused, dehydrated, and was unable to talk. The patient's blood glucose was 795 mg/dl when admitted. The caller stated that the patient had a virus that lead to the dehydration. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test. The caller declined further troubleshooting, and stated she would call back if needed. Nothing further was reported.